Event description:
Customer reports pt samples containing anti-c and anti-e did not react with the untreated cells positive for the antigens when tested with 8rc143. Reactivity was observed with the treated cells of 0.8% resolve panel c lot 8rc143. No death or serious injury was associated with this incident.